Manufacturer narrative:
The claimed product was technically analyzed. Upon arrival, the clip was still on the cap and had only moved forward slightly. The cap and clip showed no abnormalities that could indicate difficult clip application. During the technical examination, the clip was easily deployed. There were also no abnormalities on the application ring indicating difficulty. The thread was wrapped around the snare shaft and pulled very tight, which most likely reduced the force exerted on the ring. A review of the production-related documentation revealed no abnormalities. A manufacturing-related defect can therefore be excluded with high probability. User reports stated that the view of the ring was obstructed by the amount of tissue mobilized into the cap. The instructions for use state that the ring must remain visible and be observed during clip deployment. This was not the case here due to tissue in the cap. Furthermore, it was not verified whether the clip had been successfully deployed before resection.

Event description:
The cftrd was used for a full-thickness resection following emr to remove a high-grade adenoma. Assuming successful clip application, the resection was performed. Subsequently, non-deployment of the clip was detected. The resulting perforation was closed with a clip and sutures during the same procedure.